Event description:
This case is cross referred with the cases (B)(4). (Cluster). This unsolicited case from united states was received on 11-dec-2017 from an other non-health care professional. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency developed problem. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On 07-dec-2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, dose and indication: not provided) in right knee. On an unknown date, after unknown latency, patient developed problem after injection. Patient was given a methylprednisolone (medrol dose pack). Corrective treatment: methylprednisolone for developed. Problem. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated 11-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later developed unspecified problems. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.